Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and found with a dislodged camera adapter upon visual inspection and the missing screw was sent along with it. Additionally, upon visual inspection found that the endoscope cable integrated connector paddleboard exhibited mechanical damage such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was also found with cosmetic damage. The cable integrated connector housing exhibited discoloration. The endoscope also failed the leak test at the cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to improper assembly during manufacturing.

Event description:
It was reported that after a da vinci-assisted pyeloplasty surgical procedure, the customer informed the technical support engineer (tse) that a screw fell out of the endoscope optics while it was on the table. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the endoscope was inspected prior to use. After the procedure, the customer noticed that a screw had fallen of the endoscope, and it was found on the mayo table. The reporter confirmed that procedure was completed with the same endoscope and there was no patient injury. Nothing was missing or broken off from the endoscope that entered the patient's anatomy.